Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The customer states that there is a tub at the facility that has a door seal that needs to be replaced.